Manufacturer narrative:
(B)(4).

Event description:
An infection after pump replacement on (B)(6) 2011 was reported. Signs/symptoms included purulent discharge from abdominal wound. It resulted in in-patient hospitalization. The entire system was explanted; possibly related to the device or therapy/related to implant procedure. Patient outcome was noted as resolved without sequelae on (B)(6) 2012. It was later reported that the device system was disposed of according to biohazard instructions. Patient was using "gablofen baclofen"; pump logs showed both baclofen and gablofen.

Manufacturer narrative:
Catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model (proximal rev kit seg): 8596, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model (distal rev kit seg): 8598, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk.